Event description:
It was reported that pre-implant, a message for premature elective replacement indicator, eos and excessive device current was detected were observed. The device was not implanted and was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of premature battery depletion was confirmed in the laboratory via review of the device image. The device was tested on the bench and high current was noted. The cause of the high current was an anomalous component on the hybrid.